Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported that the insulin pump's battery cap was stripped. He was unable to remove the battery cap. Customer's blood glucose level dropped to 40 mg/dl. The customer's spouse called 911 and a police man removed the battery cap with a butter knife. The customer had yogurt and orange juice to treat his low blood glucose level. The device was not returned.